Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild calcification. A non-abbott stent was implanted and the 3.0 x 12 mm nc trek balloon catheter was advanced for post-dilatation. Resistance was noted during advancement with the anatomy; however, the nc trek managed to cross to the lesion and was inflated two times to 24 atmospheres (atm). During removal of the nc trek resistance was noted again with the anatomy and the hub separated. The physician held the balloon catheter shaft, and the device was able to remove from the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft detachment was confirmed. The reported physical resistance and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.